Event description:
Customer reported damage to the pump housing and usb port, which affected their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Customer planned to use manual injections as a backup therapy to maintain insulin delivery, while technical support arranged for a replacement pump to be sent. Customer was instructed to store the current pump and return it using a pre-paid label within ten days, and acknowledged the instructions provided.